Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. This rv lead was subsequently explanted and replaced. Other than the intervention no additional adverse patient effects were reported. This rv lead was not returned for analysis.